Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? Did the procedure complete successfully? Could you please confirm what is the lot number? Attempts are being made to retrieve the device, however, it has not been returned for analysis yet. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a liposuction procedure on (B)(6) 2020 and a suture clip was used. During the procedure, the clip broke on the cord. The clip was taped to complete the procedure, but kept beeping no contact. There were no adverse patient consequences reported. Additional information will be requested.